Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported left side "implant rupture". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(a), d6(b), h6.

Event description:
Sales representative reported "implant rupture". Confirmed by MRI. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
Sales representative reported "implant rupture". Confirmed by MRI. Device has been explanted and replaced with a non-allergan device. This relates to the left side.